Event description:
It was reported that the rigid videoscope displayed a green screen. An unspecified procedure was completed with another scope. There are no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: r-unit is broken. In addition, the following reportable malfunctions were identified during the device evaluation: the llk plug of the video cable section contains foreign material. The most probable cause of the identified failure is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid videoscope displayed a green screen. An unspecified procedure was completed with another scope. There are no reports of patient harm.

Manufacturer narrative:
E1: extension number (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.